Event description:
On (B)(6) 2022 it was reported that a 58 year old male who had a patela implant on or about (B)(6) 2020 in the right knee has been experiencing knee effusions and had arthroscopic procedure recently which revealed that the patellar component of the device had a sheared and the patellar component was free floating in the patient's knee. Some chondral damage was reported. The patient reportedly did not have any issues with falls and was reportedly lifting weights and squatting to return to normal activities. Photos of and x-rays were provided. The device was reportedly explanted and a request for the device to be returned has been solicited to the clinic. Additional information related to the patient result has been solicited. A supplemental report will be submitted upon receipt of additional information or upon completion of the investigation by the manufacturing plant.

Event description:
On 05apr2022 it was reported that a 58 year old male who had a patela implant on or about (B)(6) 2020 in the right knee has been experiencing knee effusions and had arthroscopic procedure recently which revealed that the patellar component of the device had a sheared and the patellar component was free floating in the patient's knee. Some chondral damage was reported. The patient reportedly did not have any issues with falls and was reportedly lifting weights and squatting to return to normal activities. Photos of and x-rays were provided. The device was reportedly explanted and a request for the device to be returned has been solicited to the clinic. Additional information related to the patient result has been solicited. A supplemental report will be submitted upon receipt of additional information or upon completion of the investigation by the manufacturing plant.

Manufacturer narrative:
Additional information received from the patient and third-party manufacture was received. The device was explanted on (B)(6) 2022. The patient provided anika with video of the explanted device which illustrates that the pegs broke off the hemi cap and showed wear from patient activity. The patient stated the hemi cap was floating between the patella tendon and joint. It was not reported what device was used as a replacement implant. A batch record review was performed by the third-party manufacturer, primo, who reported that there was one deviation for sterilization. The sterrad sterilization cycle stopped mid-cycle and had to be rerun. This product is validated for 2x sterilization, the increased exposure to sterrad would not have affected of the integrity of the uhmwpe material. The devices were machined, cleaned, packaged and sterilized to customer specifications. As the device was not returned to pmg there is no way to investigate further. This case is still pending evaluation of the actual explanted device since it was reported by the patient that the device would be returned to the manufacturer. A supplemental report will be submitted upon evaluation of the returned device by the third-party manufacturer. D2: common device name. Product code. The patient had a revision proceedure on (B)(6) 2022 and the device was explanted and replaced. The replacement device was not reported. Multiple attempts were made to the patient and clinic for the device to be returned for a physical analysis. The device was not returned. This case will be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Manufacturer narrative:
Additional information received from the patient and third-party manufacture was received. The device was explanted on (B)(6) 2022. The patient provided anika with video of the explanted device which illustrates that the pegs broke off the hemi cap and showed wear from patient activity. The patient stated the hemi cap was floating between the patella tendon and joint. It was not reported what device was used as a replacement implant. A batch record review was performed by the third-party manufacturer, primo, who reported that there was one deviation for sterilization. The sterrad sterilization cycle stopped mid-cycle and had to be rerun. This product is validated for 2x sterilization, the increased exposure to sterrad would not have affected of the integrity of the uhmwpe material. The devices were machined, cleaned, packaged and sterilized to customer specifications. As the device was not returned to pmg there is no way to investigate further. This case is still pending evaluation of the actual explanted device since it was reported by the patient that the device would be returned to the manufacturer. A supplemental report will be submitted upon evaluation of the returned device by the third-party manufacturer.

Event description:
On (B)(6) 2022 it was reported that a 58 year old male who had a patela implant on or about (B)(6) 2020 in the right knee has been experiencing knee effusions and had arthroscopc procedure recently which revealed that the patellar component of the device had a sheared and the patellar component was free floating in the patient's knee. Some chondral damage was reported. The patient reportedly did not have any issues with falls and was reportedly lifing weights and squatting to return to normal activities. Photos of and x-rays were provided. The device was reportedly explanted and a request for the device to be returned has been solicited to the clinic. Additional information related to the patient result has been solicited. A supplemental report will be submitted upon receipt of additional information or upon completion of the investigation by the manufacturing plant.

Manufacturer narrative:
Additional information received from the patient and third-party manufacture was received. The device was explanted on (B)(6) 2022. The patient provided anika with video of the explanted device which illustrates that the pegs broke off the hemi cap and showed wear from patient activity. The patient stated the hemi cap was floating between the patella tendon and joint. It was not reported what device was used as a replacement implant. A batch record review was performed by the third-party manufacturer, primo, who reported that there was one deviation for sterilization. The sterrad sterilization cycle stopped mid-cycle and had to be rerun. This product is validated for 2x sterilization, the increased exposure to sterrad would not have affected of the integrity of the uhmwpe material. The devices were machined, cleaned, packaged and sterilized to customer specifications. As the device was not returned to pmg there is no way to investigate further. This case is still pending evaluation of the actual explanted device since it was reported by the patient that the device would be returned to the manufacturer. A supplemental report will be submitted upon evaluation of the returned device by the third-party manufacturer. Correction: d2: common device name. Product code. The patient had a revision proceedure on (B)(6) 2022 and the device was explanted and replaced. The replacement device was not reported. Multiple attempts were made to the patient and clinic for the device to be returned for a physical analysis. The device was not returned. This case will be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information. Supplemental report: there plausible cause of the reported event is undetermined. Anika received a complaint from the field that the patient had a kahuna implant and being experiencing issues last year. An x-ray showed that the patella implant had sheared from the in and was free floating. The implant was returned by the patient to the manufacturing facility in february 2023 for analysis. The review confirmed that the post had sheared from the implant. There were signs of wear as to the expected with contact with contact with the articular. A review of the DHR was performed. There was a ncmr in the manufacturing record, however there is no reason to believe it would have effect the material. The review showed that there was no issue with the manufacturing, material, or operators. This case will be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
On 05apr2022, it was reported that a 58 year old male who had a patela implant on or about (B)(6) 2020 in the right knee has been experiencing knee effusions and had arthroscopc procedure recently which revealed that the patellar component of the device had a sheared and the patellar component was free floating in the patient's knee. Some chondral damage was reported. The patient reportedly did not have any issues with falls and was reportedly lifing weights and squatting to return to normal activities. Photos of and x-rays were provided. The device was reportedly explanted and a request for the device to be returned has been solicited to the clinic. Additional information related to the patient result has been solicited. A supplemental report will be submitted upon receipt of additional information or upon completion of the investigation by the manufacturing plant.